Event description:
Approximately one week later, a revision procedure was performed. This lead was surgically abandoned and replaced. The replacement lead was implanted from the patient's right side due to the left side closed venous access. In addition, the device was also replaced with induction testing and successful conversion. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. Trending revealed the impedance measurements have decreased during the past few months. In addition, six episodes of noise were displayed. Shock impedance measurements were stable and within normal range. A lead revision is intended. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.